Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery had to be replaced less than 4 years because it was ¿defective¿ and was ¿totally dead¿. The patient stated that they were told it would last for 8 years. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v372142, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).